Manufacturer narrative:
Further information was received indicating this event was a duplicate and will be reported in manufacturer reference number (B)(4).

Event description:
It was reported that the patient presented on (B)(6) 2023 with fluid overload and right ventricular dilation and dysfunction. The patient was to be admitted for inotropic support. The patient also had ankle swelling. Their diuretics were adjusted on (B)(6) 2023. Additional ankle swelling was noted along with pitting edema. The patient was instructed to stay hydrated and use compression stockings. On (B)(6) 2023 the patient reported left lower extremity edema. The right side never cleared. The patient was given 2 days of diuretics. On (B)(6) 2023 the patient reported memory and cognitive issues along with increased fatigue and looking grey. Diuretics were increased. On (B)(6) 2023 the patient was seen at the cardiologist office where an echocardiogram (echo) showed severe right ventricular failure. The patient agreed to hospitalization.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.